Event description:
The product was used during a thoracoscopic lung resection procedure. Reportedly, the instrument was difficult to open and the staples prefired. The hospital has reported no pt injury occurred.